Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿the gore excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease.¿ additionally, per IFU, ¿the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder® aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.¿ further, the IFU states ¿adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.¿

Event description:
On (B)(6) 2011, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a dissecting descending thoracic aortic aneurysm. A gore® excluder® aortic extender component (pxa260300/8641521) was separately implanted to cover an entry tear proximal to the celiac artery. On an unknown date in 2018, follow-up examination reportedly revealed the false lumen was enlarged around the aortic extender component. On (B)(6) 2018, a re-intervention was performed whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted distally. The patient tolerated the procedure.